Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and not detected on bus. Customer tried to reboot and recover the drawer, but issue persisted. Customer powered down the station by disconnecting the power cord and waited 2-5 minutes; reconnected power and restarted the unit, but the drawer recovery attempt continued to fail. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer remoted into the station via remote support service (rss) and worked with the customer to troubleshoot the hardware failure; the customer successfully recovered the failed drawer. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.